Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided it is likely that the reported failure to advance across the septum is the result of patient anatomy. A conclusive cause for the reported leak cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was inserted but was unable to cross the transseptal due to a very compliant septum. It was noted that a balloon was used on two occasion in an attempt to advance the sgc into the left atrium (la), but was unsuccessful. After three prior attempts to cross the septum, air was noticed during the fourth preparation of the sgc as it was no longer holding fluid column. The sgc was not reentered into the patient. It was noted that no air was in the device during the first three attempts to cross the septum. A new sgc inserted and was able to cross the septum and reach the la. One clip was successfully implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.